Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l per-q-cath catheter. The sample was received with an attached t-lock assembly; however, the stylet was not returned. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from just distal of the 0cm depth marking. Tactile inspection of the sample revealed tensile weakness in the vicinity of the leak. Microscopic inspection of the leak site revealed a small diagonally aligned split. The split surfaces exhibited a granular texture. Following longitudinal bisection of the sample in the vicinity of the split, inspection of the inside surface revealed extensive abrasion damage in the vicinity of the split. The split characteristics were consistent with catheter damage caused by the stylet. Such damage can occur if the stylet is not wetted prior to removal and if the stylet is removed through a tortuous path. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported that after puncture, when testing the access, a rupture of the mandrel/guidewire extension was observed next to the cuff. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh2060 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that after puncture, when testing the access, a rupture of the mandrel/guidewire extension was observed next to the cuff. No patient harm was reported.